Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The patient had single coronary vessel disease of the proximal right coronary artery (rca) with 70-80% stenosis. The physician experienced extremely high friction resistance in the proximal portion of the vessel due to calcification. The physician attempted to predilate the rca with 1.5mm, 2.5mm and 3.0mm balloons but was unsuccessful. He then went on to attempt to place a taxus liberte' 3.0x24mm drug eluting stent, but it could not be fully inserted and upon withdrawal, was stripped from the balloon. The unexpanded stent could not be retrieved. It was either pushed forward in the right posterolateral artery (rpla) via wire still in place with 2.0 balloon or it remained in the stenosed proximal rca, which the physician felt was more probable. The wire, balloon and guide catheter were all removed. An al2 short tip and a new bmw wire were placed. Multiple predilations of the proximal rca were performed up to 19 atms's and a 3.5mm vision stent was implanted in the proximal arch. At this point a 3.5x32mm taxus stent was able to be placed with much effort, deployed to 14 atm's. There was no filling defect. The physician ordered aspirin and plavix for the patient for a period of at least 12 months. It was the opinion of the physician that the embolized stent was "probably pushed to the wall by further stents". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.